Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and showed no damages. A review of the autopulse platform's archive data was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive data showed that multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) faults occurred on (B)(6) 2014. During the power-on self test and take up, a ua 7 fault was observed. Functional testing could not be performed due to the ua 7 fault. In addition, load cell characterization testing indicated that load cell module 1 was not functioning properly. Based on the initial investigation, the part identified for replacement was the load cell. In summary, the reported complaint of a ua 7 fault was confirmed based on the platform's archive review and upon functional testing. The fault was found to be due to a defective load cell.

Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/31/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.